Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9734699 (unknown serial/lot). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the exam could not be loaded onto the system. The exam was a CT and was burned directly from picture archiving and communication systems (pacs) with no effect. The site attempted to burn the whole series, then just the exam, and confirmed no digital intercommunication of medicine (dicom) viewer was loaded onto the disk. They attempted to burn the CT to a disk directly from the scanner with no effect. There was no impact to patient's outcome and there was no surgical delay time. Navigation was aborted.  Additional information received indicated the issue wasn't the pacs system. The actual scan was performed with gantry tilt. The issue was resolved.

Event description:
Per navigation imaging protocol, there is a limit on the degree of gantry tilt that is acceptable for use with navigation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.